Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device not returned.

Event description:
It was reported to vyaire medical that the avea ventilator has vent inop alarm after calibrating inspiratory pressure. At this time, there was no information of patient involvement reported from this event.